Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed a ¿power up test fail code 14.¿ there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed a ¿power up test fail code 14.

Manufacturer narrative:
Corrected fields : b5 , b6 , b7 , d5 , d10 , e1 ( initial reporter ) , e2, e3, e4 , g2, h6 ( health effect ¿ clinical code , health effect ¿ impact codes ) updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 despite good faith efforts (gfes), no response has been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
Updated field- b4, g1, g3, g6, h2, h11. Corrected field- e1- event site email (event site email was not provided, hence kept as blank), h6- health effect ¿ impact codes, health effect ¿ clinical code.